Manufacturer narrative:
(B)(4). Date sent 4/9/2025. D4 batch #318d14. Corrected data d4: UDI#. Additional information was requested, and the following was obtained: what was the procedure? Ileal pouch/j pouch. What is meant by ¿complete staples did not come out from the reload¿? Partially staple. What was the color selection? Black universal cartridge sr55. What was the shape of the staples? 3d shape. Was the staple line complete? No. Did the device fully cut and partially staple? Yes. Which firing of the device did this occur? New device. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the sr75 (b) reload was received with no apparent damage. The reload had the swing tab in the locked position and fully fired. No functional test was performed. The event described could not be confirmed as the reload was received fully fired. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: when positioning the device on the application site, ensure that no obstructions such as clips, stents, guide wires, and etc., are within the instrument anvils. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. A manufacturing record evaluation was performed for the finished device batch number 318d14, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 3/19/2025. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the complete staples did not come out from reload.

Manufacturer narrative:
(B)(4). Date sent: 3/24/2025. Additional information was requested, and the following was obtained: please provide details as to how the reload did not work. Complete staples did not came out from cartridge. If the device cut and staple, were there any staples missing from the staple line? Yes. How was the procedure completed? By suturing. Is the current patient status known? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Operative time increased by 45 min and length of stay increased by 2 days. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a malfunction and has been revised to a serious injury.